Event description:
Pt in intensive care unit following open heart procedure. Pt's cardiac monitor displayed a sinus bradycardia that develoved into a junctional rhythm. Blood pressure plummeted. Rn increased IV fluids and lowered head of bed. On further investigation, rn discovered dobutamine IV line in channel c of triple pump was backed up with blood in line. Dobutamine bag was empty and air was noted through line in pump but pump did not alarm. Pt was placed on av pacer while new dobutamine line and new IV pump reinitiated. Dobutamine infusion to stabilize heart rhythm and blood pressure.